Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an abdominal surgery to repair a large ventral hernia, multilayer fascial release and bilateral fasciocutaneous flap reconstruction of a ventral hernia of the abdomen on (B)(6) 2007. The patient also underwent a skin graft and ostomy takedown. Sutures were utilized to repair the enterotomy inner layer. It was reported that following the surgery the patient experienced persistent fistula, chronic pancreatitis with recurrent stones, hernia of the abdominal cavity, abdominal abscesses, chronic abdominal pain and unexplained weight loss. No additional information was provided.